Event description:
It was reported in a service report that the fowler would not lower and the cylinder was leaking oil onto the floor. No adverse consequences alleged.

Manufacturer narrative:
Results: leak.